Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. The tip capture release handle had been disassembled. There were no abnormalities observed to the tip capture release mechanism. The handle was disassembled, and residue was visible on the peek tubing on the proximal side of the silicone seal. The seal was discoloured and had adhered to the peek tubing. The seal was removed and visually inspected; residue was visible in the inner wall of the seal. The seal and residue were submitted for further analysis in an attempt to identify the residue. The reported deployment/ expansion difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter thoracic aortic aneurysm. No abnormal vessel tortuosity or calcification was noted. It was reported that during the index procedure, the second valiant captivia stent graft was intended to be implanted in zone 3, just below the lsa. Rapid pacing was not used. During deployment of the stent graft, the tip capture mechanism of the device could not be released. The physician commented that the delivery system seemed to be glued, and did not move at all when they attempted to operate it. The physician dismantled the delivery system and by using the bail out technique (as per IFU) by pulling the wire at the center of the system, the tip capture was released and the proximal bare stent was deployed. Per the physician, the cause of the event was device related. It was suspected that the delivery system had been glued incorrectly. No additional clinical sequelae were reported and the patient is fine.